Manufacturer narrative:
(B)(4). The oxygen sensor was replaced to resolve the issue.

Event description:
Covidien received information stating that the oxygen sensor failed calibration on the e360 ventilator. There was no reported patient involvement.